Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush heads that came with the brush come loose from the device - oral-b [device connection issue]. Case narrative: male consumer via e-mail reported that the oral-b toothbrush heads came loose from the oral-b io9 series toothbrush handle, type 3758 while brushing. No injury was reported.